Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call software error detected alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the software error detected alarm was performed. Customer advised the insulin pump shutdown and showed the alarm and other numbers. Customer advised they had to do everything manually and the device would not properly function. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit properly connected and received bg readings from contour next bg meter. Pump error found in the pump history due to hardware error, problem isolated to electronic assemblies. Unit received with minor scratches on case and minor scratches on lcd window.